Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's wife states that customer had a reading of 167 mg/dl on (B)(6) 2016 and did not receive a bolus recommendation, as expected. The meter gave a bolus recommendation of 0 units. No adverse event alleged. Meter was returned and replaced.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.